Manufacturer narrative:
Concomitant medical products: dtbb2d4 ICD, implanted (B)(6) 2020, 6935m lead, implanted (B)(6) 2020 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited small p-waves and the right ventricular (rv) lead exhibited large r-waves. It was noted that there is possible insulation damage to both leads. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads were reprogrammed.